Event description:
It was reported that during an unknown surgical procedure, "the cutter device would not lock in" to the motor device. There were no delays to the planned surgical procedure as a spare identical device was available for use. No injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.